Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 3 patient samples on a cobas e 801 analytical unit. On (B)(6) 2024, sample 1 had an initial vitamin d result of 11.6 ng/ml. On (B)(6) 2024, the customer recalibrated the assay and repeated the sample. The repeat result was 17.9 ng/ml. On (B)(6) 2024, sample 2 had an initial vitamin d result of 10.2 ng/ml. The customer recalibrated the assay and repeated the sample. The repeat result was 15.4 ng/ml. On (B)(6) 2024, sample 3 had an initial vitamin d result of 8.7 ng/ml. The customer recalibrated the assay and repeated the sample. The repeat result was 13.5 ng/ml.